Event description:
It was reported that the user observed insulin leaking from the top and bottom of a filled cartridge while using an infusion set and later noted elevated blood glucose, with a reported peak around 400 mg/dl; the user administered a manual subcutaneous insulin injection and subsequently replaced and refilled a new cartridge. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of therapy requiring back-up insulin administration and user-performed corrective actions. Investigation included customer interview, request for photographs and lot numbers, and product usage review with troubleshooting and education. Investigation of this case revealed evidence consistent with a leaking cartridge and possible overfill or connection issue, with no ketone testing and no medical intervention reported. It was concluded that a cartridge leak resulted in under-delivery of insulin leading to hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.